Event description:
It was reported that the customer found air bubbles in the reservoir and tubing. The customer had an issues with infusion set tape. The tape rolled up and did not allow insertion. Her blood glucose level was 333 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was inspected. Pre-filled test was performed and reservoir passed per specification, no air bubbles were observed. O-ring was checked for defects and none were noticed.